Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report. Same event as MDR 8031020-2011-00121.

Event description:
During testing for a biomechanical study dr., an external hcp, had fixed axsos distal lateral femur plates to artificial bone material using locking and non-locking screws and locking inserts. He was following the op-technique and used instruments from the biomechanical laboratory at stryker, (B)(4). The plates had an offset of 5mm to the bone material. During this procedure, two locking screws become stuck in the locking inserts. In trying to remove the screws, the thread was stripped from the screw shaft. After a few turns, the screws become totally stuck. It was not possible to remove the screws.